Event description:
The user facility reported that there was no progression of the collagen plug within the angio-seal sheath was observed, with significant resistance encountered. Therefore, they opted for its removal and performed manual compression until the product could be replaced. Additional information was received on 03may2024: the type of procedure being performed was a pharmacological thrombolysis in supra-aortic trunks. Femoral puncture on the right using the seldinger technique with placement of an 8 french femoral introducer. Cerebral angiography was performed, revealing occlusion of the m1 segment of the right middle cerebral artery, using a 5fr catheter and a 0.35 guidewire. Subsequently, there was exchange of the 5fr diagnostic catheter for a 6fr balloon catheter, and we proceeded to replace it with a 6fr ballast carotid sheath, which was positioned within the right common carotid artery. Following this, we passed a sofia plus aspiration catheter into the right internal carotid artery, and with an 18 microcatheter and 0.14 micro guidewire, we directed it to the m1 intracerebral segment, positioning the sofia catheter at the edge of the thrombus/occlusion. We connected the catheter to the medela vacuum pump and performed thrombus aspiration. Control angiography showed complete vessel opening, without signs of distal embolization (tici 3). We achieved hemostasis at the puncture site with an angio-seal 8 fr. The procedure was performed without complications. The patient was stable. (B)(6) 2024: a pre-deployment angiogram was performed. The estimated blood loss less than 250cc.

Manufacturer narrative:
A3b: gender: n/a. A5: ethnicity: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: interventional radiologist. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is possible that the sheath and carrier tube were unable to be assembled properly due to a kink in the carrier tube or the sheath, although this was unable to be confirmed since the sample was not available for evaluation. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).